Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure regulation high alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the alarm occurred while the device was in use. The customer stated that the device was taken off the patient and turned off and back on again, but the device was not placed back into use on the patient following the restart. The rse assisted the customer with confirming the alarm in the event log of the ventilator. The rse confirmed with the customer that the proximal and machine pressure line connections were correct. The rse advised to the customer to perform a performance verification test (pvt) pressure and flow testing. In a good faith effort (gfe) response from the customer received, it was stated that a performance verification test (pvt) was completed as advised by the rse, and the device passed all testing besides air delivery in test 5. The customer stated that they were waiting for additional equipment to confirm if the failure is accurate. Further questions regarding the device cannot be answered until the customer completes test 5. Additionally, the patient information was not known to the customer who provided the gfe response. The investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the alarm occurred while the device was in use. The customer stated that the device was taken off the patient and turned off and back on again, but the device was not placed back into use on the patient following the restart. The rse assisted the customer with confirming the alarm in the event log of the ventilator. The rse confirmed with the customer that the proximal and machine pressure line connections were correct. The rse advised to the customer to perform a performance verification test (pvt) pressure and flow testing. In a good faith effort (gfe) response from the customer received on 29mar2024, it was stated that a performance verification test (pvt) was completed as advised by the rse, and the device passed all testing besides air delivery in test 5. The customer stated that they were waiting for additional equipment to confirm if the failure is accurate. Further questions regarding the device cannot be answered until the customer completes test 5. Additionally, the patient information was not known to the customer who provided the gfe response. In a gfe response from the customer received, it was stated that the device had passed the air delivery in test 5, but now failed some other tests. The customer stated that the case could be closed because the customer does not believe that they will repair the v60 soon. In a gfe response from the customer received, the customer stated that the additional tests that failed were unknown, and that the device would be placed into storage without further service or repair. The investigation concludes that no further action is required at this time.